Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. Limited information provided indicates the lens was cut in half and removed intraoperatively and replaced with a sulcus-fixated iol. The reason for the lens replacement is unknown, but presumed to be capsular bag damage. Since the lens was in contact with the patient, a report is being filed. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The returned lens was returned to b&l and evaluated. The results of the visual inspection reveal the lens was cut in half across the optic. The reason for the lens replacement is unknown.